Event description:
Related to (B)(4). The hospital reported an issue with the hemopro2 adaptor during an ongoing case. It sounds like the vasoview hemopro 2 was working intermittently and was traced back to either the power supply or adapter. To complete the procedure, the adapter was held in place. The extension cable was replaced, however, no improvement in functionality was observed. No new kit was opened. They then opened a vv6pro, thinking that they could complete the case with that device, but did not have the experience required. They then turned her focus to the adapter and box and realized that when the adapter was held a certain way that it worked as intended. They then held the adapter in that way for the balance of the case and the case was completed endoscopically. There was a delay in the procedure due to opening up additional supplies and troubleshooting the issue. No patient injury.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.